Manufacturer narrative:
(B)(4). Concomitant medical devices - persona partial cemented tibial component size d left medial catalog #: 42538000401 lot #: 64039062, persona partial articular surface left medial size d 10mm catalog #: 42518200410 lot #: 63859241. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was retained by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Investigation incomplete.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address pain and loosening approximately nine (9) months post-operatively. During the procedure, the femoral component was identified to have a crack anteriorly. The prosthesis was removed in two pieces. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g4, g7, h2, h3, h6, h10. The product was evaluated through manufacturing review and the reported event was confirmed through photographic review. A picture provided of the device confirmed that the product was fractured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.